Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 99% stenosed lesion being treated was located in the non-tortuous, severely calcified distal left anterior descending (lad) artery. While attempting to direct stent using a 3.00x8 mm taxus liberte drug eluting stent, the stent 'was shed into its transportation'. The procedure was completed using another taxus liberte stent. Patient status listed as "good".

Manufacturer narrative:
Returned device analysis can confirm the reported complaint. The device was returned without the stent, which dislodged inside the patient. The balloon had been subjected to positive pressure. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. A review of the shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint incident could not be identified.